Event description:
It was reported that the patient presented to the clinic after receiving an alert for high, out of range pacing lead impedance. The high pacing lead impedance was confirmed at the clinic and reprogramming changes were made to resolve the issue. Impedance was retested and was found to be normal. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.